Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/18/2013 with the following findings: during investigation, the up arrow and contrast keypad buttons were intermittently unresponsive. The keypad cover was returned torn and all the keypad button contacts were exposed. Evidence of contamination was found under the up arrow and down arrow button contacts. The contrast button contact was missing; all other key contacts were inverted.

Event description:
The pump was returned for investigation. Investigation revealed a keypad response issue with contamination under the contacts. This report is made based on results of investigation completed on 10/18/2013. There was no adverse event associated with this complaint.